Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported premature activation were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted kinked sheath causing resistance with the guiding catheter; thus resulting in the reported difficult to advance and causing the stent to slightly pull out of the stent sheath resulting in the reported premature activation. Removal of the compromised device resulted in the noted bent/stretched stent implant. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid superficial femoral artery. After, balloon angioplasty was performed a dissection was noted. To treat the dissection, the 6x60x80 absolute pro self expanding stent was advanced over a 0.035 unspecified guide wire. While advancing through an unspecified 6fr sheath, resistance was felt, as the stent began to deploy as it moved through the sheath. The stent was removed, undeployed. A non-abbott stent was used to treat the dissection. There was no adverse patient effects and no clinically significant delay. No additional information was provided.